Event description:
It was reported that an aleutian tlif ii straight inserter and inner shaft were unable to be removed from an implant intra-operatively. The tip of the inserter inner shaft subsequently fractured off inside the implant. The implant and fractured inner shaft tip were left inside the patient. This report captures the inserter inner shaft.

Manufacturer narrative:
The visual inspection confirmed a fracture of the threaded tip. Response from follow up states that no excessive force used. Shear lip damage suggest a strong tensile load was placed on the shear lip. The fracture damage suggest that necking occurred due to this load and it eventually failed from a shear force. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, similar complaints were identified. The likely cause of the event is form excessive force being placed on the device.

Event description:
It was reported that an aleutian tlif ii straight inserter and inner shaft were unable to be removed from an implant intra-operatively. The tip of the inserter inner shaft subsequently fractured off inside the implant. The implant and fractured inner shaft tip were left inside the patient. This report captures the inserter inner shaft.